Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of backup battery fault alarms were able to be confirmed via review of the log file and product testing. The heartmate 3 system controller (serial number: (B)(6)) was returned for analysis, and a log file was downloaded for review. A review of the submitted log files showed events spanning approximately 5 days ((B)(6) 2021, (B)(6) 2000, (B)(6) 2021 per timestamp). Backup battery circuit fault alarms coincident with backup battery circuit faults were intermittently active on (B)(6) 2021 at 22:10:12 ¿ (B)(6) 2021 at 06:29:24. The alarms were active when the black power cable was disconnected from power during power source exchanges. The alarms cleared once the black power cable was reconnected to power. The driveline was disconnected on (B)(6) 2021 at 13:51:09 and was shut off at 13:51:46. There were no other notable alarms active in the log file. Pump operation was not affected. The system controller underwent preliminary and functional testing and passed; however, during further investigation, the backup battery fault alarms were able to be reproduced. The ribbon cable of the backup battery was inspected and wires in the ribbon cable were found to be dislodged from the connector causing the reported alarms. A manufacturing task was opened to investigate the reported issue. The root cause of the reported event was unable to be conclusively determined through this investigation. Incidental findings: damaged wires the device history records were reviewed for the system controller (serial number: (B)(6)) and was found to pass all manufacturing and qa specifications before being shipped to the customer on 13sep2021. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including backup battery fault alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use including how to ensure that the backup battery is properly installed. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Patient weight was estimated from most recent figure provided no further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that there were backup battery faults on the system controller even though the backup battery had been exchanged in (B)(6) 2021. The controller was exchanged (B)(6) 2021 and the patient was stable with no adverse event.